Event description:
It was reported via repair work order that the toprail broken at spindle mounting flange not allowing the siderail to latch into the upright position. It was also reported that the jack will not lower due to a malfunctioned hydraulic jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.